Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was observed.

Event description:
It was reported that there was high impedance. During explant, it seemed that the setscrew was not tight, so the device was replaced. No patient complications were reported as a result of this event.